Event description:
It was reported that during an implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) this left ventricular (lv) lead exhibited high out of range impedances measuring 3000 ohms. Additional information was received that confirmed the lead was not fully inserted and it had to be disconnected and re-inserted. Subsequently, this lv lead was successfully implanted and impedance measurements were within normal range. The out of range impedances were due to a connection issue. This crt-d and lv lead remain in service. No additional adverse patient effects were reported.